Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller reports patient indicated her stimulation is turning off by itself. Caller reports education is performed and does not appear patient is pressing the wrong button accidently. Caller reports patient do not know when this started but has been a long time. No adaptive stim performed. Caller reports no certain position patient is in that causes the stimulation off. Stimulation usage diary shows: stimulation was off (B)(6) until stimulation is turned on (B)(6). Recharge diary shows:(B)(6): patient beginning charging at 10%- 60%; (B)(6): patient beginning charging at 50%-100% for 38 minutes. Impedance assessment performed: all contacts with electrode 13 shows 40k ohms. Caller reports patient is using electrode 13. Suggest reprogramming. Suggest a detail diary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the stimulation turning off/high impedance issue was unknown. The rep provided reeducation on how to turn the stimulator on and off using the up and down button instead of the top button on the controller. The rep stated that this would eliminate the patient from accidentally turning the stimulator off. They also programmed around the electrode with high impedances. They asked the patient to keep a diary if the stimulator goes off again. The rep had not heard from the patient since they saw them in the office. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.